Event description:
It was reported that when the doctor pulled the probe out of the joint, the tip was missing. Doctor had to use a grasper to retrieve the tip. Delayed surgery 10 minutes, but was able to complete the case. Opened another probe to continue case.

Manufacturer narrative:
Additional information will be provided once investigation is completed.